Manufacturer narrative:
Patient information was unavailable from the site. Concomitant medical products: other relevant device(s) are: the software investigation determined that the software is working as intended. No failure were found. The manufacture representative had checked the reported issue and everything was functioning as normal. They verified that it must have been something the site was doing in the case that caused the issue. No problems with system or instruments were found. No failures were found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the site was experiencing intermittent issues verifying the instruments. This issue has occurred a couple of times followed by a visit from a manufacturer representative and no issues whatsoever when the representative was there. The instruments register immediately as they have done previously. The issue is with straight suction and the curved suction. A specific case was generated for the event on (B)(6) 2018. This file represents other reported events with unknown dates and clinical cases. There was no reported impact the patient's outcome. There was less than an hour delay to the procedure.